Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a tka surgery, a gii art ins spcr trl 1-2 15mm cracked. The surgery was resumed, without any delay, with the same device. It is unknown if any piece of the broken device fell inside the patient. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and revealed that the device is broken. The clinical/medical investigation concluded that, this case reports, the articular insert cracked during use in surgery. The provided photo appears to show a broken articular insert. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. It is unclear whether any broken pieces of the device fell inside the patient ¿s wound. The material composition is acetal polyoxymethylene copolymer (pom-c) extruded material. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of the possible retained metal debris cannot be determined. It was reported the procedure was completed without any delay using the same device and the ¿patient was not harmed as a consequence of this problem.¿ since there were no other complications reported, no further clinical/medical assessment is warranted at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. As the device can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.